Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont medical technologies (B)(6) for evaluation. The user reported that the ri-2 displayed the following alarm message: "check temperature probes for blockage. Clean windows. Press retry to continue. Service machine if error persists." This is the alarm message displayed when the unit experiences a system error #101, heating fault alarm. Upon receipt at belmont's service department in (B)(6), the service engineers were unable to reproduce the reported alarm after prolonged testing. The device went through full preventive maintenance testing and no alarms were observed. All tests and inspections passed. The system performed according to specifications. The following conditions may result in a "heating fault" alarm: heater fault; wet, dirty, or blocked disposable set windows; wet, dirty, or blocked ir probe; ir probe failure. In addition to displaying the reported alarm message, the operator's manual instructs the user: "check disposable set and flow path for occlusions. Make certain the windows on the disposable set and the ir probes are clean and dry. Clean surfaces with moistened soft cloth if necessary. Dry off surfaces before continuing. Press retry to continue. Power off and service machine if error persists." The temperature probes should be cleaned before or after each use according to the service and preventive maintenance schedule/instructions provided in the operator's manual, as dirty, wet, or blocked temperature probes can cause the rapid infuser to exhibit a "heating fault" alarm. Without the ability to reproduce the reported alarm, a root cause cannot be established. The "heating fault" alarm could have occurred due to an occlusion in the flow path of the disposable set, however there was no report from the field of such an event. It was reported that there was no harm to the patient. Belmont will continue to monitor and trend similar reports of this nature.

Event description:
Belmont medical technologies received the following report (incident number (B)(4)) from the medicines and healthcare products regulatory agency (mhra) in the (B)(6): "belmont ri-2 device stopped working and displayed error message 'check temperature probes for blockage. Clean windows. Press retry to continue. Service machine if error persists.'"